Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was in a trial procedure on (B)(6) 2019 and the physician could not access the epidural space due to previous fusion procedures. The trial lead was not placed and the procedure was abandoned.